Manufacturer narrative:
There is no known patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes 8.5mm medullary reamer head is dull and requires replacement. It is unknown whether there is patient or procedure involvement. This report is for a 8.5mm medullary reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not received at the analysis site, but the evaluation was conducted based on device pictures received. Device history record (DHR) review: part no.: 352.085; lot no.: f-16787; manufacturing location: selzach; supplier: sphinx ag; release to warehouse date: 18.jul.2014; no nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: complaint summary: it was reported that a synthes 8.5mm medullary reamer head is damaged. Flow: damaged: visual (appearance not as expected) visual inspection- the reamer head (part 352.085, lot f-16787, mfg 18.jul.2014) was visually inspected based on pictures provided. The reamer head had deformations around the entire tip, making the cutting edges dull. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection- dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review- the current device drawing was reviewed. DHR review showed no ncr¿s were generated during production. Conclusion- the complaint condition is confirmed as the reamer head (part 352.085, lot f-16787) had a deformed tip. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as hard bone or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Updated based on DHR review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device returned, but there were no changes to investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.